Manufacturer narrative:
Weight,-ethnicity, race- unk. This product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6, -8.50/2.0/073 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a longer length lens on (B)(6) 2021 from patient's right eye (od) due to low vault. This resolved the problem. Cause of the event is reported as unknown.